Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this lead was in the intensive care unit, receiving extracorporeal membrane oxygenation (ECMO) therapy when the field representative was alerted to an increased rate. Upon interrogation, right atrial undersensing was noted; however the p-wave was reading 0.4mv with an atrial rate of 110, so it was deducted the rate was not getting down to the programmed sensing floor. As such, the device was reprogrammed to a fixed 0.15mv with tracked atrial activity. It was then reported the patient decompensated with a rate of approximately 110 when tracking sinus tachycardia. The physician stated with was due to vasodilation and possible septic shock. The associated device setting was changed to ddi 80bpm, which was approved by the attending physician and the attending ep. To date, the lead remains implanted and in service.